Event description:
It was reported that the device was used during an unknown procedure. Although the first firing was completed without any problem, a double feeding occurred on the second firing. Therefore, the doctor performed the functional check out of the patient's body. When the doctor grasped the firing trigger, it had a difficulty in grasping. Eventually, the jaw would not open. The doctor commented that he grasped little by little the firing trigger. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.